Manufacturer narrative:
Reported device not marketed in the us, however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the us. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical sa (manufacturer) exemption number: e2014012. Manufacturing site evaluation: evaluation on-going. Please note: this initial MDR is being re-submitted per FDA request as FDA notified b.braun that FDA was unable to locate the original initial MDR submitted on 07/27/2017.

Event description:
Country of complaint: (B)(4). It was reported that there was leakage of the solution.

Manufacturer narrative:
Samples received: 7 sealed, unused, sterilizing sachets are received. Preliminary analysis: inventory review: we proceed to review the available units of this product code / lot number and verifies that to date there are no units in stock. Quantity produced / imported: a total of 1,704 units of the batch were manufactured in reference. Background: the claims database was reviewed and it was confirmed that there is no report related to this product code and lot number. Batch record: the documentation corresponding to the production of the batch was reviewed and it was verified that the batch had a normal process, no deviations or alterations were identified during production. Analysis of the sample (s): the samples received was visually checked and it was possible to identify that the unit was without the sterilizing solution; this was caused by an anomaly in the manufacturing process, which is not detectable in the final control and affects a minimum percentage of the lots; for this defect a corrective action was created (2016-ac-012). Conclusions: based on the analysis performed, the claim is determined as "justified". We apologize for any inconvenience this may have caused and we hope it will not be resubmitted.